Event description:
It was reported that the patient received inappropriate therapy and was hospitalized. The device could then not be interrogated and was explanted and replaced. The patient was fine after the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis was normal. No anomaly was found.